Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection observed damage to one of the blades. A detailed microscopic examination of the blades noted that one of the blades and the pad beneath it were lifted at the proximal end of the proximal segment of the blade. The remaining blades and pads were fully intact and there was no damage/movement present. Microscopic analysis also identified a longitudinal tear in the balloon material for a length of 7mm, bunching and stretching in the inner lumen throughout the entire distal shaft and as a result of the inner lumen damage the proximal and distal markerbands were pulled distally and bunched towards the distal tip. No other device issues/defects were identified during returned product analysis.

Event description:
Reportable based on device analysis completed 09dec2025. It was reported that the device failed to inflate. A 10mmx3.50mm wolverine was selected for use. During the procedure, the device failed to inflate. The procedure was another device with no patient complications. However, device analysis revealed a tear in the balloon, lifted blade and marker band movement.